Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and stated that the clinical observations appear to be due to interaction with the minute ventilation (mv) feature. The consultant suggested programming off mv and to perform additional system evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing resulted in inappropriately stored episodes. No adverse patient effects were reported.